Event description:
It was reported that during a gall bladder procedure, the pouch broke inside the body cavity. Another device was used to retrieve the broken pouch to complete the case with no pt consequence.

Manufacturer narrative:
Date sent:09/05/2007. Information anticipated, but unavailable at this time.